Event description:
It was reported that a user¿s ilet pump did not pair with a dexcom g7 sensor because the pump had the incorrect sensor code entered and the cgm type setting required correction. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included successful initiation of pairing after guidance to toggle the cgm setting between g7 and g6 and to re-enter the correct sensor code from the applicator. Investigation included customer support troubleshooting and user education to verify device settings and initiate pairing mode on the pump. Investigation of this case revealed user setup error as the contributing factor, with the device functioning as designed after correction of the cgm type and sensor code. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.